Manufacturer narrative:
The root cause has been identified as not enough interference between the peek inner member and the silicone seal.

Manufacturer narrative:
The device was returned for evaluation. The inability to irrigate complaint was confirmed, the parivalvular leak coming from back end handle was exiting from the silicon seal. The root cause of the event could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was selected for use in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that it was difficult to flush the device and while attempting it made a strange noise coming from the sideport tubing. The physician was unable to flush the valiant stent graft. The decision was made to not use the device and it was replaced with another valiant to compete the case successfully. No clinical sequelae were reported and the patient is doing fine.